Manufacturer narrative:
This is a follow-up submission to reflect the evaluation findings for the device. Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint not confirmed. The device's mechanism was tested and functioned as per surgical technique. The callers event states "when the surgeon attempted to fire the second peek implant, it got stuck in the shaft of the device and surgeon was able to finally squeeze the implant out but it came out in the joint" is most likely due to not following the surgical technique. Per surgical technique: advance implant #2 into the needle tip by squeezing the trigger partially until the first click is felt. Hold the trigger in this position. Advance the needle through the meniscus to the desired depth and pull the trigger completely until the second click is felt. This will deploy implant #2 behind the meniscus. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the first trocar went in as expected. The second one would not pass through the bend of the shaft of the device. The first implant was removed with a suture retriever. The surgeon decided to use another manufacturer's meniscal dart (different device for a different technique) to complete the meniscal repair. Follow-up investigation: it was stated that the first peek implant appeared to fire fine. When the surgeon attempted to fire the second peek implant it got stuck in the shaft of the device and surgeon was able to finally squeeze the implant out but it came out in the joint and was removed. Surgeon then used a suture retriever to pull on the suture attached to the first peek implant and when he pulled on the suture the peek implant came out with the sutures and was apparently not fully seated.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled back through the meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the first trocar went in as expected. The second one would not pass through the bend of the shaft of the device. The first implant was removed with a suture retriever. The surgeon decided to use another manufacturer's meniscal dart (different device for a different technique) to complete the meniscal repair. Follow-up investigation: it was stated that the first peek implant appeared to fire fine. When the surgeon attempted to fire the second peek implant it got stuck in the shaft of the device and surgeon was able to finally squeeze the implant out but it came out in the joint and was removed. Surgeon then used a suture retriever to pull on the suture attached to the first peek implant and when he pulled on the suture the peek implant came out with the sutures and was apparently not fully seated.